Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and sata drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
Customer reported that the image they select in thumbnail is not the same image that come up on left monitor after selecting it. The fe reported this resulted in data loss. There is no report of death or serious injury.